Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The reported sensor was activated with a good reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced a loss of consciousness "confusion", "did not answer questions", "falling asleep", and was unable to self-treat, reporting a scan result of 51 mg/dl and requiring contact with emergency services (es). Upon arrival, an es healthcare professional provide third-party treatment of glucagon (type/dose unspecified) for a diagnosis of hypoglycemia and performed a post treatment blood glucose measurement with result of 70 md/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced a loss of consciousness "confusion", "did not answer questions", "falling asleep", and was unable to self-treat, reporting a scan result of 51 mg/dl and requiring contact with emergency services (es). Upon arrival, an es healthcare professional provide third-party treatment of glucagon (type/dose unspecified) for a diagnosis of hypoglycemia and performed a post treatment blood glucose measurement with result of 70 md/dl. There was no report of death or permanent injury associated with this event.